Event description:
Initial right total knee replacement on (B)(6) 2010. Discharge from hospital (B)(6) 2010. Readmit to hospital on (B)(6) 2011 with cellulitis, fever, pain. Knee aspirate culture negative antibiotics given. Continued pain in joint for several more months. In early (B)(6) 2010, abscess developed on knee. On (B)(6) 2010, an incision and debridement was done and cultures taken grew serratia marcescens. Six weeks of IV antibiotics given followed by six months oral antibiotics. No infection reoccurrence as of (B)(6) 2011.